Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor exhibited under-sensing. No intervention was made. The clinic will continue to monitor the device. There were no symptoms reported.